Manufacturer narrative:
Date of report: 19jul2019. Date rec'd by MFR: 21jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit failed touchscreen calibration. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 28aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. The touchscreen revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.